Manufacturer narrative:
Additional product code: hwc. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, a cortex screw broke. The screw appeared very bent in the final x-rays after implantation. The surgeon decided to remove it and the screw broke upon removal. The surgeon had to make a cortical window in the tibia to get the screw out. All the fragments were removed. The broken screw was replaced with another cortex screw. The surgery was completed with a surgical delay of 20 minutes. Patient outcome is unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This is report 1 for 1 (B)(4).